Event description:
The customer reported an issue with their t:slim x2 pump, which would not charge despite following several troubleshooting steps including using the tandem wall adapter and charging cable as well as trying different ones. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy until the replacement arrived. The customer was also informed of the pump return process and acknowledged all instructions.